Event description:
It was reported that the left monitor on the 9800 sys went blank during a case. The 9800 sys was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The left monitor and sys interface board were replaced during the service call. The sys was tested and found to be working as intended and put back into service.